Manufacturer narrative:
Device received with critical pump error due to moisture damage to force sensor. Device received with corroded electronic stack and corroded motor home switch. Unable to perform self test, sleep current measurement, active current measurement, prime/seating test, basic occlusion test, occlusion test, force sensor test and displacement test due to critical pump error.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump had motor error and button error. The customer's blood glucose value was unknown. Customer stated that insulin pump had unresponsive buttons and random no delivery alarm. The insulin pump will not be returned for analysis.